Manufacturer narrative:
The ventilator was returned to the manufacturer for eval. The device's lcd display screen was found to be blank. The lcd display screen will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.